Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13825. The pt has 3 leads from the same lot number and 1 lead from another lot number. It was reported one of the pt's occipital leads was extruding from her head (off-label). The pt underwent a surgical procedure and the lead was explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.